Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, lot# unknown, product type: lead; product ID neu_unknown_lead, lot# unknown, product type: lead. (B)(4).

Event description:
It was reported the patient never had therapeutic effect. It was noted the trial was implanted on the (B)(6) 2014 and the patient was feeling the stimulation in the vagina area on the left lead and when they stood up they were feeling pain. It was stated the patient was not getting any symptom relief since implant and they hadn't really used the bathroom in a while and they had to use a catheter. It was noted the patient went the morning of report and they had it on the right lead, but they had so much pain they turned it off because it was hurting in their back. It was reported the patient was not feeling stimulation in the bicycle seat area. The morning of report at 8:15 am the patient stated the pain was really bad so the patient called their manufacturer representative and they told them to move it over to the left side. It was stated the patient hadn't gone to the bathroom since then and they had a pain in their side like they had to go to the bathroom but they couldn't the patient stated the right lead may have migrated and they were scheduled to their doctor's office on (B)(6) 2014. It was noted when the patient had it on their left side they were not using their catheter and they didn't have the urge to go to the bathroom. The patient stated it was helping a little bit. Reportedly, when the patient's leads were put in "it was 50 minutes of hell they had me on a local and he run 2 wires and all I did was squawl." The patient stated they had osteoporosis and they had a lot of bone fragments and they were not sure if that was causing the pain or if it was because their bladder hadn't worked in so long. It was noted the patient felt tingling down their leg when the left lead was on. No further information was reported. Further follow up is being conducted to obtain additional information. A follow-up report will be sent if additional information becomes available.